Event description:
Literature was reviewed regarding cryoballoon ablation (cba) and the impact of early or late cba according to the period from the first diagnosis of atrial fibrillation (af) to the date of cba. Early cba was defined as the duration of six months or less from the first diagnosis of af to the date of cba, otherwise they were considered in the late cba group. The authors described one in hospital death in the late cba group; however, the cause of death was unknown. There were patients who experienced complications in both the early and late cba groups, but there were more complications in patients in the late cba group. Complications included puncture site complications, pericardial effusions, complete atrioventricular (av) block, phrenic nerve palsies, hemoptysis, pulmonary vein (pv) stenosis, in-hospital strokes, and other unknown complications. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/61 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: the impact of early cryoballoon ablation on clinical outcome in patients with atrial fibrillation: from the korean cryoballoon ablation registry. Journal of cardiovascular electrophysiology (jce). 2024; 35:69¿77. Doi: 10.1111/jce.16122 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.